Manufacturer narrative:
The attached user facility report # (B)(4) was rec'd for the (B)(4) registry. The eval of the replaced section of the percutaneous lead did not identify any wire damage that would have contributed to the reported event of pump stoppage. A section of the percutaneous lead approx 17.5" long was returned for eval. Examination of the percutaneous lead found breakdown of the braided shield adjacent to the metal connector and at the terminus of the connector bend relief. Electrical continuity testing of the lead did not reveal any discontinuities or shorts; however visual inspection of the wires found some kinking adjacent to the metal connector and the colored insulation showed some evidence of abrasion, but the inner conductors were not exposed. The remainder of the lead appeared unremarkable. No further info is available. The manufacture is closing this file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt experienced an unk alarm and the system controller was exchanged. Shortly after, the alarm occurred again. The pt then presented to the hospital and the history showed a low flow, pump stop, and a battery module alarm. The pt stated he felt the pump stop and felt "funny," but the pump was restarted when the system controller was exchanged. At the time of the alarms, the pt was on batteries. The caregiver also noticed a large indentation on the smooth white portion of the percutaneous lead. Thoratec tech services evaluated the percutaneous lead and were unable to reproduce pump stops. The percutaneous lead was replaced.